Event description:
During cardiac case, anesthesia used 22 gauge, IV, intervenous, catheter which was connected to a t piece for the pt. After closure of sternum, air was seen in the right ventricular cavity and myocardium. Anesthesiologist immediately checked all the blood products being given, technique of giving blood products, IV tubing and all the connections. No obvious defects noted. Anesthesiologist did notice that even though the luer-lock of the t piece was tight, the needleless hub for injecting the medications seemed loose. T piece connector was immediately changed and products continued to be given through the same IV. No further air in the heart seen on echocardiogram.